Event description:
The intra-aortic balloon was inserted into the pt on 7/27/98 at 9:30 p.m. There was poor intra aortic balloon pump arterial waveform during intra aortic balloon pump and the intra aortic balloon was removed on 7/29/98 at 8:15 p.m. The pt had minor ischemia. The pt went on to expire. The contact stated that the pt's death was not a direct consequence of the intra aortic balloon or intra aortic balloon therapy. The intra aoritc balloon was not returned to datascope for evaluation. (Event complications: minor ischemia - reported 8/17/98.) (Pt's current status: expired - reported 8/17/98.)